Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility, blood was lodged in the drill and would not completely clean out. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.